Event description:
An end user called for assistance checking the results as she was getting erratic results. After phone trouble-shooting it was discovered that the device gave low results and the paramedics came and treated the patient on the scene. The test strips were replaced and the questionable ones returned for investigation.